Manufacturer narrative:
Retained samples of the same lot were inspected visually, mechanically and for their ph. In addition, two electrodes were applied on a volunteer for two hours. No reaction or deviation could be observed. The retained samples were within spec. No conclusion regarding the cause of the skin reaction can be drawn. It was assumed that no medical intervention was necessary to prevent a permanent damage to the skin. However, as we hold no evidence for that we are reporting this event.

Event description:
On (B)(6) 2015, we have been informed about an incident with ECG electrodes. The complainant reported that a "535/6 (model fstc1) electrode left welts on a pt (...). It was just one pt who had the issue". No info was provided to the skin preparation, the treatment of the skin reaction or the nature and duration of the procedure. We have repeatedly requested more info about the event including seriousness of injury, medical/surgical intervention required, photos of the injury. The initial reporter eventually responded that "the doctor did not make a big deal out of this" and that no further info would be provided.